Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty deploying the plunger was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to failure to deploy the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). The treatment appears to be related to circumstances of the procedure.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (af) ablation interventional procedure. Reportedly, the needle plunger could not be pushed down all the way with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the af ablation was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.